Manufacturer narrative:
The pump was returned for analysis. The pump was rated unsatisfactory. It failed specifications for the inflation test.

Event description:
On (B)(6) 2006, the patient had an ipp device implanted. On (B)(6) 2010, it was stated that the pump was replaced due to a malfunction.